Manufacturer narrative:
UDI number: na

Event description:
The recipient reportedly had a thinning skin flap. The recipient's device was repositioned due to a skin opening at the implant site.

Manufacturer narrative:
The recipient's internal device was repositioned on (B)(6) 2015. The recipient's skin flap has healed and the device has been activated.

Manufacturer narrative:
(B)(4). The recipient was reportedly hospitalized. While there was no infection, the recipient was prescribed antibiotics (type unknown). Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the recipient's device has been activated. The recipient's device remains implanted. This is the final report.